Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached elective replacement indicator (eri) and was operating in vvi 65 pacing configuration. The patient presented for a device changeout and it was noted the right ventricular (rv) lead threshold test was within normal limits. The physician programmed out of vvi 65 into bi-ventricular pacing and tested the left ventricular (lv) lead pacing threshold, which was deemed normal. The rv lead threshold was then tested and there was no capture at maximum outputs. The rv lead was tested via analyzer and all lead measurements were consistent with historical clinic data. The lead was connected to new device and again the lead measurements were consistent with historical data. It was indicated the loss of capture was attributed to the crt-p and the crt-p was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. If information is provided in the future, a supplemental report will be issued.